Manufacturer narrative:
S/w version unknown. Retainer ring = black. Customer returned pump for an alleged moisture damage, missing segment/partial display, and keypad unresponsive/button error alarm found on (B)(6) 2021. Pump received with flashing medtronic logo. No missing segment/partial display noticed during inspection. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Unable to verify keypad unresponsive/button error alarm due to missing history files and traces. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked case above arrow and battery icon, cracked case on corner of belt clip rails, and cracked case on battery tube. Flashing medtronic logo confirmed and isolated to the electronic assembly. Moisture damage confirmed on pcba 1, pcba 2, force sensor, and motor. Pump failed to download history files and traces due to a hardware error. Missing segment/partial display not confirmed. Unable to verify keypad unresponsive/button error alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that the pump was exposed to moisture. Customer stated that the insulin pump was not damaged. No harm requiring medical intervention was reported. The product will be returned for analysis.